Event description:
According to the facility on 09/22 the respiratory therapist found the circuit tubing melted.

Manufacturer narrative:
According to the facility on 09/22 the respiratory therapist found the circuit tubing melted. Per the facility, 'the patient was on the ventilator with low flow, as low as 2.5 liters per minute'. Per the facility there was no harm to the patient and the leak was noted on the vent graphics. The respiratory therapist stated that, 'there was nothing out of the ordinary, no kinking, pinching, disconnects, or blankets covering the circuit'. Per the facility the patient was extubated later in the day. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.